Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecifed bd¿ catheter's needle went through the catheter. The following was translated from spanish to english: customer sent the photos of the bd insyte catheters, in which strands of the same material are visible in the catheter, which meant that they could not be used in patients. Of these it was kept one of catheter package no. 22, lot: 3027579, while the packaging for catheter no. 20 could not be recovered to have the lot. Additionally, I should mention that I have two catheters with the following situation: catheter breaks at a point. This second reason could be due to the use of the operator, which is why I ask you for support in training staff regarding certain practices.

Event description:
For the 18ga catheter, could you clarify the quantity identified with the needle by the catheter?: there were several catheters, approximately 10 cases. Could you confirm if everyone was identified before use? No, it was mostly after use if any were identified during or after use, was there any harm to the patient? Collapse of the vein at the time of canalization. Could you confirm if the lot number is not available for the 18ga catheter? If available please inform. Not available is there any physical sample available of the 18ga catheter for the presented defect? No, it is worth mentioning that the corresponding investigation of the case was carried out, where it was concluded that the fault was a dependent operator, since the clinical team made sheath removal movements prior to canalization instead of 360° rotary movement of the sheath, to this was done in two training sessions for staff carried out by álvaro, a bd employee.

Manufacturer narrative:
To aid in the investigation of this issue, one (1) picture sample was provided for evaluation by our quality team. Through examination of the picture, the needle was observed through the catheter component. As the material and lot numbers were not identified for this specific occurrence, a device history record review could not be completed. It is possible that this defect resulted from an adjustment in the air blowing fittings station of the production process. If the fittings are not properly adjusted for catheter length and the vision system is not properly configured, this reported defect may result. At this time, a corrective and preventive action plan has been initiated to further investigate this defect and prevent any recurrence.